Event description:
It was reported that the cartridge plunger became stuck inside the ilet, and the user was initially unable to remove the cartridge from the reservoir; after the agent advised initiating a fill tubing sequence, the user removed the cartridge using tweezers, and blood glucose was not affected. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir, consistent with a failure to disconnect. No clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Thank you for the prompt information provided.